Event description:
It was reported that during an atrial fibrillation ablation procedure using a cool path duo ablation catheter, a steam pop occurred. The physician was using the 7f cool path duo ablation catheter with generator settings of 40watts and 45 degrees celsius. While ablating the cavotricuspid isthmus, a steam pop occurred. The catheter was removed and no coagulum was noted on the tip. The physician determined there were no detrimental effects on the pt and continued the procedure with this catheter. No pt consequences were reported.

Manufacturer narrative:
The device was not returned to sjm; therefore a physical eval of the product and confirmation of the complaint is not possible. Review of the device history records confirmed the device met mfg requirements prior to shipment. The root cause classification for the reported steam pop is consistent with operational context as device performance was limited due to anatomical/procedural factors.